Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Event summary: it was reported that the patient experienced driveline power fault alarms, damage to the outer layer of the black power cable in two places, and damage on the proximal side of the modular cable. Log file review appeared to confirm the driveline fault alarms, and further testing was conducted to confirm and evaluate the damage to the modular cable. It was also later reported that the patient underwent a controller and mod cable exchange.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The reported damage of the modular cable could not be determined since no images were provided, and the modular cable was not returned. The controller event log file contained events from 05sep2025 through 16sep2025. A driveline power fault alarm, associated with power b line faults (pwr_b_broken), became active at 16:22:33 on 15sep2025, and persisted through the remainder of the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The account submitted three photos for review. The photos captured the pins of the modular cable. The pins appeared remarkable. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) , with no further issues reported at this time. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline power fault alarms. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient later underwent a controller and mod cable exchange and the alarm resolved. Images of the modular cable pin looked clean with no signs of fluid ingress.